Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified arteriovenous (av) fistula in the left cephalic arch artery. The 8.0x40mm armada 35 balloon catheter had no resistance during advancement, however, the balloon ruptured during the first inflation at 15 atmospheres (atms). There was no resistance during removal. The armada balloon catheter was prepared per instructions for use and the device was prepared (air aspiration) outside the anatomy prior to use without any issues. It was noted that blood was noted in the non-abbott indeflator used during the procedure, this ended the procedure as the target lesion did not need further treatment. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.